Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the oxygen sensor, which resolved the reported issue.

Event description:
It was reported that the oxygen sensor readings were erroneous. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.